Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (the device powered off) was not replicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during two procedures the device shut off and had to be restarted. There were no reports of patient harm associated with this event. Refer to patient identifier (B)(4) for the other event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The instruction manual describes the following, and the reported phenomenon might be prevented by following the descriptions. "[3.8 connecting to an ac mains supply] be sure to connect the power plug securely to prevent erroneous unplugging during use. Otherwise, the equipment will not function. Do not extend a single wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and light source. Otherwise, malfunction of the equipment may result." Olympus will continue to monitor field performance for this device.